Event description:
Miradry machine used on both axilla. Pt experienced a median nerve injury on the left resulting in decreased function of her left hand. The pt was evaluated by a physician who specializes in brachial complex nerve injuries. He feels that the injury was caused by the microwave energy from the machine. The miradry salesman and trainer denied that this injury could happen. However, their upper level management reported similar complications in other pts. This pt is now enrolled in hand therapy.